Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator on a patient, the fio2 sometimes drops to 21% and alarms low fio2. The customer stated that intervention was necessary to prevent patient harm and/or injury. The customer stated there was no patient harm associated with this event.

Manufacturer narrative:
(B)(4). Results of investigation: the vyaire service dept. Evaluated the suspect component. The reported issue was duplicated. The problem was isolated to the oxygen relay balance was out of specs. The customer was provided with a replacement gas delivery engine (gde).